Manufacturer narrative:
(B)(4). Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. Leaflet 1 had a cut of approximately 4mm x 7mm. A perforation which was beveled at the outflow aspect was observed on leaflet 1; the perforation was along the leaflet cut. Leaflet 2 had a cut of approximately 3mm x 7mm. Both leaflet cuts had smooth and straight edges; leaflet fragments were not returned. The cloth on the sewing ring was cut near leaflet 2. X-ray demonstrated an intact wireform. Returned with the valve were 14 pledgets, fragments of suture and host tissue, and 2 unknown devices. The clinical report of punctate hole on leaflet was confirmed due to perforation observed. However, the report of insufficiency could not be confirmed through visual observations. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. In this case, the root cause of the observed punctate holes remains unknown. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after three (3) years, one (1) months due to severe aortic insufficiency. Upon observation, there was a punctate hole in the non-leaflet and two plugs were found. This was excised and replaced with a 23mm pericardial bioprosthesis. A maze procedure and mitral valve replacement took place before the patient was removed from bypass. There were no reported complications and the patient was transported to the cticu in stable condition.